Manufacturer narrative:
Batch review performed on 03 jul 2025, lot 185628: (B)(4) items manufactured and released on 16-oct-2018. Expiration date: 2023-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At 2 years and 1 month from the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised to a thicker poly, from 11mm to 14mm, and resurfaced the patella. The surgery was completed successfully.